Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a diagnostic anomaly noted on the device where the device was displaying an incorrect shortened longevity. No intervention was performed to resolve the event and the patient was stable.